Event description:
Complainant alleged that while attempting to cardiovert a (B)(6) male pt, the device displayed a "defib pad short" message. Complainant indicated that the clinician obtained another device and another set of pads to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.